Event description:
It has been reported that device voice prompts are not functioning correctly.

Manufacturer narrative:
(B)(4). Evaluation based on customer description. No evaluation will be performed due to age of device (8 years). Customer advised to remove device from service. Date of manufacture september 2005.